Event description:
Boston scientific received info that the pt with this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited with a pocket infection that resulted in system extraction. No other adverse pt effects were reported and no info provided on a replacement at this time.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.